Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv2321 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was removed due to leaking. It was observed after removal, that it leaks when the red lumen is flushed at the hub where the catheter joins the hub.